Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, a restricted posterior leaflet, and a flail. An xtw clip was inserted and deployed on the mitral valve. However, shortly after deployment, the clip opened to roughly 20 degrees. It was noted the clip remained stable on the leaflets. An additional clip was deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by a clinical staff engineer r&d, and the reviewer stated that ¿three powerpoint presentation files were provided containing cine from the reported event, consisting of echocardiographic and fluoroscopic videos. Powerpoint 1: the top left video provides an lvot view which captures the anterior-posterior cross-section of the valve (short axis); as such, an lvot view will show a front facing view of the clip (perpendicular to clip arm plane) grasped onto the leaflets. In the video, the clip arm angle appears to be ~60°. The third & fourth slides, titled "xtw closed pre-deployment", capture similar mpr views in which the clip appears to be in the fully closed position with a clip arm angle of ~10° - 20°. The fifth slide, the clip is attached to the delivery catheter (dc) shaft and appears to be in the fully close position, consistent with the second & third slides. The sixth slide shows a single long axis view similar to an lvot in which the clip is grasped onto the leaflets and appears to be in the fully closed position with a clip arm angle of ~10° - 20°. The seventh slide, clip opened, and due to the color doppler, it is not possible to assess the clip arm angle in this video. Clip arm angles stated in this evaluation are based on visual assessment with the naked eye and are not confirmed. Powerpoint 2: the second slide, provides mpr views in which the clip can be visualized on the valve; there is no dc shaft in view indicating the video was taken post deployment. The top left video provides an lvot view of the clip securely grasped onto both leaflets; the clip arm angle appears to be ~60°. While this is an estimation based on visual assessment with the naked eye and cannot be confirmed, it is apparent the clip is opened to a larger degree as compared to the videos taken pre-deployment provided in the first powerpoint file (slide 3-5), indicating a potential cowl post deployment. The third slide is a similar mpr view with color doppler. The clip arm angle remains stable (~60°) with notable increase in mr, as compared to the pre-deployment color doppler provided in the first powerpoint (slide 6). Powerpoint 3: in the still image (slide 2), one fully deployed clip and an sgc can be visualized; there is no cds in view, indicating the image was taken post deployment of the first clip (reported device) prior to insertion of the second cds. The clip arm angle appears to be ~45° - 60°. The fluoro video on slide 3, shows two fully deployed clips, with no sgc or cds in view, indicating the video was taken post deployment of the second clip (no reported issue). The clips are semi-overlayed in the video; presumably, the nt clip (second clip) is the front clip with the reported xtw behind it based on the slide title. The clip arm angle of the reported clip appears to be ~45° - 60°. Clip arm angles stated in this evaluation are based on visual assessment with the naked eye and are not confirmed. The cine provided aligns with the reported incident details that "an xtw clip was inserted and deployed on the mitral valve. However, shortly after deployment, the clip opened". There was no video provided that was taken during active mechanical separation of the clip from the dc shaft. However, video taken pre and post deployment are indicative that the clip arms opened an unspecified degree post deployment.¿